Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was to be implanted with an impella cp device for mechanical circulatory support. It was reported that a 14 french sheath was unable to be delivered past a third of the right femoral. The team evaluated the contralateral leg and it too was calcified/tortuous. The team instead placed an intra-aortic balloon pump (iabp) for support. No harm or injury was reported from the failed delivery.

Manufacturer narrative:
The investigation into the difficulty inserting/removing introducer has been completed since the original report was submitted. The device was not returned for investigation. According to the clinical, before beginning impella cp support the 14fr short sheath could only be advanced 1/3 of the way due to heavy calcium and tortuosity. The most likely cause of the difficult insertion was the patient's condition.